Event description:
A radiopaque marker detached in a visceral abcess during a drainage procedure. The procedure was successfully completed with this unit. No retrieval attempts were necessitated. The physician feels the marker is secure. The pt's condition is fine. This device has not been returned to the MFR for evaluation. Therefore, no failure analysis will be available. The pt's anatomy and/or condition may have been a contributing factor to this event. However, without evaluating the device, co cannot determine the cause for this event.